Event description:
The customer reported a leak from the flow cell of a coulter lh 780 hematology analyzer. The leak was approximately 20 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak from shear valve cvl85/126. The fse replaced cvl85/126 and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).